Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's bladder and neuropathy had been acting up. The patient stated hat he went to the health care professional to have the device checked and the urologist found that the device was working. The patient noted that the impedance check was okay and the first few times they tried to do the impedance check it was having issues so they upped the amplitude and they got good results. The patient mentioned that they were really hoping they were going to tell him that the issue was with the device because it would be better to be programming/wire issue versus an issue with his head. The patient also reported that over easter break, a 3 hour drive took 5 hours because he couldn't pee and was stopping at every gas station along the way. The patient stated that he would try to pee for 10 minutes, but couldn't so he would give up and just go to the next one because he didn't want to occupy the only bathroom for long periods of time. The patient also noted that when they checked the device they noticed that it had "lost it's logs" and for some reason it was not saving the logs. There were no further symptoms or complications reported or anticipated.